Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 3 seconds. The device was removed with the assistance of the guidewire and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.